Event description:
It was reported that this left ventricular (lv) lead exhibited intermittent loss of capture (loc). Further review was recommended by technical services (ts). No adverse patient effects were reported. This lead remains in service.